Manufacturer narrative:
(B)(4).

Event description:
We were notified of a complaint from a customer stating that during a procedure, the blade broke inside a patient¿s knee. The surgeon made a larger incision in order to be able to remove the blade. The patient is fine.